Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 bd precisionglide¿ needles had hair in their packaging. The following information was provided by the initial reporter, translated from spanish: "2 piece has a hair". "Yes, the hair is inside the sterile package."

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 15-aug-2022. H.6. Investigation summary: two needle samples and four photos received by our quality team for investigation. Upon visual inspection, foreign matter can be observed on the needles and two photos. The foreign matter was identified as human hair. Images displayed a packaged box with batch number 2019109, material number 302358, unable to confirm failure short count. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Based on our investigation we are not able to identify a root cause for short count related to our manufacturing process at this time. Possible root cause for foreign matter (hair) is human error, it likely generated during the packaging process due to operators not following proper clothing protocol. Manufacturing personnel have been notified of this incident to increase awareness of this matter. Placement of guards in the vision system will be implemented. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 2 bd precisionglide¿ needles had hair in their packaging. The following information was provided by the initial reporter, translated from spanish: "2 piece has a hair." "Yes, the hair is inside the sterile package."